Event description:
The time of event is unknown. There was no report of patient harm. Distal case missing.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal body chipped. Based on the result, we concluded that it was caused due to the physical damage applied on the distal body. In addition, our technician confirmed that the remote control buttons perforated, the light guide cable buckled, the light guide cable for control body buckled, the light guide cable for prong buckled, the operation channel (primary) leak, the insertion flexible tube dirty, the objective lens dirty, the lcb distal cover glass dirty, the u/d knob white marking faded/missing, and the insertion flexible tube spiral closer condition; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. In terms of the distal body missing, the possibility of dropping into human body could not be denied. Therefore, based on the technical report ""hr-rpt-0974(distal end)"" and/or the risk analysis results, it was evaluated to submit MDR.